Event description:
Additional information reported that the patient was a poor candidate to begin with and she had a tear in her abdominal wall. The patient's bowels presented through the tear and were damaged. Bile had leaked and that was the cause of the sepsis. It was indicated that the patient never recovered and was still in the intensive care unit (ICU). It was reported that there were no plans to have the pump replaced.

Event description:
It was reported that the patient's pump was explanted due to sepsis. The patient was admitted to the hospital with sepsis, and upon explanting the pump, it was noted that there was bowel present in pump pocket. Implantation status of catheter was unknown, as was the pump explant date. As of notification date, the patient was being treated in the intensive care unit (ICU). Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, lot# h827872712, implanted: 2012 (B)(6), product type catheter. (B)(4).